Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 79mm and average diameter 24.8mm. During procedure, the valve was implanted too low and raised with 2 lasso and unfortunately migrated up in the sinus of valsalva (sov). At 80%, the implant depth was 2mm in left coronary cusp and 5mm in non-coronary cusp. The implant depth prior to migration was 4/5 mm. After the procedure an aortic regurgitation (ar) was noted. A 29mm non-abbott valve was implanted to correct the ar. After the procedure, the patient dissected the aorta and had to be operated on in cardiac surgery of a bentall.

Manufacturer narrative:
An event of valve migration, perivalvular leak (pvl), vascular dissection, improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic valve regurgitation appears to be a cascading effect of the device migration. However, the cause of the reported migration could not be conclusively determined. The reported aortic dissection appears to be related to procedural conditions, possibly due to migration or the snaring of the migrated valve. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The reported surgical intervention was a result of case-specific circumstances: initially, a valve-in-valve procedure was performed, followed by aortic root replacement surgery due to the aortic dissection. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. Codes removed: medical device problem code: 1457 perivalvular leak.

Event description:
N/a.